Event description:
Customer reportedly received results of 550 mg/dl and 221 mg/dl within 10 minutes on the compact system. No adverse event reported. Requested return of suspect device and replacement was sent.